Manufacturer narrative:
Initial and final MDR 1892820 - MDR 3003442380-2024-09377 - device 1 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the patient faced similar event of kinked cannulas with three infusion sets. The symptoms were noticed within 3 hours of insertion. The site was upper buttocks and was rotated regularly. Patient replaced infusion set and resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.